Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient uses tandem tslim in modified closed loop. The patient was discovered by her father on (B)(6) 2025, unable to walk, and vomiting blood. He called the ambulance. The ambulance found her bg reading to be high (value unknown) while the dexcom was reading 80 mg/dl. While at the hospital, she was treated for dka with dextrose and lactated ringer¿s infusion, tums, enoxaparin, insulin glargine, insulin lispro, lidocaine patch, magnesium sulfate, ondansetron odt, oxycodone, morphine, pantoprazole, potassium chloride, compazine, sodium phosphate in dextrose solution. When removed from the patient's left arm it was noted to be partially inserted; the filament was not fully inserted. She was sent home on (B)(6) 2025 and was at home but still weak. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional event or patient information is available.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient uses tandem tslim in modified closed loop. The patient was discovered unresponsive by her father on (B)(6) 2025, unable to walk, and vomiting blood. He called the ambulance. The ambulance found her bg reading to be high (value unknown) while the dexcom was reading 80-90 mg/dl. While at the hospital, she was treated for dka with dextrose and lactated ringer¿s infusion, tums, enoxaparin, insulin glargine, insulin lispro, lidocaine patch, magnesium sulfate, ondansetron odt, oxycodone, morphine, pantoprazole, potassium chloride, compazine, sodium phosphate in dextrose solution. When removed from the patient's left arm it was noted to be partially inserted; the filament was not fully inserted. She was sent home on (B)(6) 2025 and was at home but still weak. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional h2 additional information h6 health effect clinical code- additional.